Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2017-82148 for insulin pump.

Event description:
The customer's mother reported via phone call, customer was having issues with the insulin pump and the reservoirs. Seven or eight reservoirs were filling with air bubble through the night, started treating with manual injections. Customer was changing out the set due to high blood glucose of 420 mg/dl. During troubleshooting for the reservoir and high blood glucose customer's mother mentioned the customer was hospitalized on (B)(6) 2016 due to high blood glucose and air bubble issues. Customer went to three different hospitals for three days and was not admitted the first two due to not being in dka. Customer was then admitted on the third hospital due to borderline dka. Troubleshooting was performed on the reservoir and customer sated the air bubbles keep forming where the o-ring is, eight to eleven bubbles would form and they will form a large bubble. Customer is returning the reservoir for analysis.

Manufacturer narrative:
A complete analysis and testing of ten opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing, it was concluded that the devices operated within specifications.